Event description:
It was reported by repair work order that the brakes could not engage due to damage brake adjuster assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.